Event description:
The clinician reports the implant was inserted on (B)(6) 2017 in ada 29. On (B)(6) 2023, loss of osseointegration was verified. Patient presented with poor oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, mobility and inflammation. No further patient complications were reported.